Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured intermittent no external power alarms and multiple other associated alarms throughout the data. These were caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
H4 - device manufacture date - correction. Manufacturer's investigation conclusion: the reported event of multiple external power disconnects was confirmed via log file analysis. Review of the log files revealed on 28may2025 from 02:35:57 ¿ 02:36:01, 29may2025 from 04:51:09 ¿ 04:52:33, and 01jun2025 from 07:00:54 ¿ 07:00:58, 07:29:39 ¿ 07:29:45, 22:27:44 ¿ 22:27:52, and 22:51:47 ¿ 22:52:01, low power hazard and no external power alarms activated due to losses of alternating current (ac) power while connected to the mobile power unit (mpu). The alarms resolved once external power to the mpu was restored. The system controller backup battery provided power to the system during each loss of power. Pump operation was not affected. The heartmate mobile power unit (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8- ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6- ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.